Event description:
Olympus was informed by a distributor that the user facility reported to have converted from an endoscopic leg vein harvest to an open surgical vein removal at the beginning of a procedure. The ues-40 was reportedly being used with another company's endoscopic vein harvesting system at the time of the event, and the endoscopic vein harvesting system requires a specific setting on the electrosurgical unit in order to operate. The users reportedly did not select the appropriate setting for the procedure. The procedure was successfully completed, and the patient's condition was said to be good following the procedure.

Manufacturer narrative:
The ues-40 referenced in this report was not returned to olympus or the distributor for evaluation, as there was determined to be no difficulty with the device. This report is being field as an MDR in an abundance of caution.